Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was being performed in the PICC room. During insertion, the sheath was split and blood came out of the crack. Normally they have to break the sheath in order to have it split. As a result, a new kit was used to complete the procedure successfully. There was no delay in treatment and no patient death or complications reported.